Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cope mandril wire guide broke while in a patient during an unknown procedure. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that a cope mandril wire guide broke while in a patient during an unknown procedure. Patient outcome is not known for this complaint. No additional information has been provided. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed one relevant nonconformance. All nonconforming devices were scrapped, and the remaining were 100% inspected. There are no other complaints on this lot at the time of this investigation. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, t_mwg_rev0. Warnings: this product is a delicate instrument. Avoid forceful angulation. Avoid manipulating or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape or shear material from the wire guide. Precautions: use medical imaging when you manipulate the wire guide. Do not advance or torque the wire guide without visual evidence of the corresponding movement of the distal tip. When you use the wire guide with another device, consider the end-hole size and the length of the device in order to ensure a proper fit between the wire guide and the device. Instructions for use: 1. Flush the wire guide holder by attaching a syringe with heparinized saline or sterile water to the fitting of the wire guide holder. Inject enough solution to wet the wire surface entirely. Note: if flushing through the wire guide holder is not possible, remove the wire guide from the holder and place it in a bowl of heparinized saline or sterile water, or wet the wire guide surface over the entire length using gauze that has been moistened with heparinized saline solution. 2. Carefully remove the wire guide from the holder. 3. If needed, insert a wire guide insertion tool (provided) through the valve assembly or hub of the guiding sheath or other interventional device. Insert the tip of the wire guide through the insertion tool and advance the wire guide to the desired location. 4. Attach a torque device to the wire guide (if provided). 5. Standard wire guide techniques may now be employed. How supplied: upon removal form package, inspect the product to ensure no damage has occurred. Based on the dmr, IFU and DHR, cook was not able to find evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no returned product, and the results of the investigation, cook was unable to establish a cause for this event. It is not known if the patient had tortuous anatomy which could have led to this event. It is not known if there was any resistance which could have led to this event. It is not known if the wire guide was manipulated or withdrawn through a needle which could have led to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.